Event description:
Revision surgery for infection, the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 186082: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.